Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that the blue sleeve was not attached to the inserter and was not returned along with the device. Epoxy was still attached at the tip. The strike plate shows marks consistent with use over a potential field age of approximately 2 years. No other damages were noted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, the operating room staff opened the instrument case for preparation. It was discovered that the blue sleeve at the tip of kinectiv inserter was found cracked. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.